Event description:
Additional information has been requested and received stating that they observed a bent/broken haptic. Procedure was completed on the same day.

Manufacturer narrative:
Correction: on initial MDR the product code should have been a0502 instead of a0401. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, haptics was broken. Additional information has been requested but is not available at the time of this report.